Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device and 100ml of blood in the attached waste bag. There were numerous kinks throughout the shaft of the device. The location where the proximal and distal shaft connected (10cm proximal of the tip) was separated; however, the catheter was still intact due to the hypotube and inner shaft not also being separated. The hypotube at the area of the shaft separation had a slight bend/kink. The separated ends of the shaft appeared to be jagged and damaged, which indicates tensile overload. The confirmed tensile overload to the shaft and the damaged hypotube, indicate the device was separated due to force being applied during handling of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
It was reported that the catheter broke. An angiojet® zelantedvt¿ catheter was selected for use for a thrombectomy procedure. During the procedure inside the patient's body, the catheter partially separated. The catheter stayed on the shaft and the physician was able to remove everything together. Another angiojet® zelantedvt¿ catheter was used to complete the procedure. There were no patient complications reported and the patient was fine post-procedure.